Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequence were alleged with this event.

Manufacturer narrative:
During the device eval, the device was found to have debris in the sagittal head, which is a probable cause of overheating.